Event description:
A 47 year old female pt, diagnosis monoclonal gammopathy, has been receiving column therapy alternately with plasma exchange. Column treatments (4) began on 6/22 (lot # 042998c), 6/24 (lot # 042998c) 6/26 (lot # 042998a) and 06/29 (lot # 042998f). Day after the 4th treatment patient presented with a rash on both lower extremities, covering most of the calves, ankles and tops of feet. Pain experienced in feet especially the right foot. Rash in non-puritic. Some blistering noted. Biopsy confirmed clinical diagnosis of vasculitis. Pt placed on prednisone to treat condition.